Event description:
Customer reported the vertical lift column will not move down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the vertical lift power supply. System operates as intended. This MDR is related to ge healthcare complaint number.